Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had replaced the batteries in the patient programmer (pp) and forgot about checking their implantable neurostimulator (ins) and then when they tried to check it, they got the poor communication screen on the pp. They could not raise the stimulation or make any adjustments. It was indicated that the patient encountered a poor communication with or without antenna during the call. Patient stated that they did not think the ins was working. They were not feeling stimulation and they had a returned of symptoms where they felt like they were going a lot. On the day of this call, patient was instructed to unplug antenna and placed pp directly over ins , on skin and sync but this did not resolved the issue. Patient stated they had made an appointment with their managing hcp to check their device out.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient scheduled follow-up appointments for (B)(6) 2016. It was indicated that the patient cancelled both appointments, and there were no future appointments scheduled. It was unknown if the reported issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.